Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Eri was reached on 03 jun 2013. Patient alert also sounded on that day.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: competitor implantable pacing lead - implanted: (B)(6) 2010; competitor implantable tachy lead - implanted: (B)(6) 2010; 419488, implantable pacing lead - implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device's longevity was shorter than expected. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds due to possible lead position. The lead remains in use. No patient complications have been reported as a result of this event.